Manufacturer narrative:
H6; broken cartridge nose weld, bent ejector leg and excessive u.v. Adhesive on ejector post. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instr. "Jammed" may have been due to a bent ejector leg. The instr. Was received with a twisted staple protruding from the cartridge nose, with a broken cartridge nose weld, and with a bent ejector leg. No functional testing could be performed due to the instr. Physical condition. The cartridge was disassembled and was observed to contain a total of 9 staples twisted in the nose. The ejector post was observed to have excessive u.v. (Ultra violet) adhesive on top of it. It was concluded that the bent ejector leg may have caused the twisting of the staples and the subsequent breakage of the cartridge nose weld when re-fired. The excessive u.v. Adhesive on the ejector post was due to an assembly error. No conclusion could be reached as to how the ejector leg may have become bent. Comments: the assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences.

Event description:
During an open hernia repair the surgeon fired the ems five or six times without a problem. The stapler jammed after the sixth firing and would not feed any more staples. The device was not dry fired. A second device was opened to complete the ase. There was no consequence to the pt.